Event description:
The following has been reported: biomed reported: this pump is not recognizing cassettes. No patient harm/infusion stoppage reported. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a downstream air sensor failure. During initial testing, the pump did not give air in line errors but instead was giving tubing set not recognized errors. Device was reverted and it was found the lever boot retaining plate was cracked at this time. The pump was put through admin set ID testing and while the pump was able to correctly recognize fluid and air, it failed for set ID error.